Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed and decreased the leak to moderate pvl. Subsequently, a second valve was successfully implanted valve-in-valve reducing the pvl to mild. No adverse patient effects were reported.